Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2013 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 06-jun-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for non-malignant pain. It was reported that they had a morphine pump in 2013, and they used to go to grand rapids pain institute. The patient stated that in 2019, the battery was going to be dead, and they had 'issues with it' and the pump was replaced. The patient stated they found a 'granuloma on spinal cord' and was going through withdrawal because it was stopping right above the catheter. The patient stated that they were put on 'buprenorphine' and put saline in the pump and had to find a new pain clinic.